Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported splits in a cartridge during an intraocular lens (iol) implant procedure. She stated she doesn't have any information regarding the cartridge, such as patient information or other details regarding the procedures.

Manufacturer narrative:
Product evaluation: the used cartridge was returned. The date (B)(6) 2017 and a person's name were written on the back of the pouch. Viscoelastic is observed in the cartridge. The cartridge has evidence it was placed into a handpiece. The tip is has stress which is an expected occurrence. The tip is not split. The stress lines may have been interpreted as the reported complaint. The product history records were reviewed and documentation indicated the product met release criteria. The associated products were not provide. It is unknown if qualified products were used. The reported damage was not observed. The tip is not split. Stress was observed which may have been interpreted as the reported complaint. Stress is an expected occurrence with a lens delivery and does not denote a product malfunction. However, it can be more pronounced if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens is not positioned correctly. In addition, if the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).